Manufacturer narrative:
The instructions for use (IFU) state the following warning: incorrect sizing of the valve may lead to paravalvular leak, migration, malposition, embolization, residual gradient (patient-prosthesis mismatch) and/or annular rupture. The edwards thv training manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The physician is instructed to evaluate this risk early in the patient screening process in all patients the following factors should be considered: degree of calcification on leaflets, annulus to coronary ostia distance, length of the valve leaflet, width of the valsalva sinuses, movement of the leaflets during bav, patency of coronaries during bav, and expanded height of the intended thv. The devices were not returned for evaluation. In this case, there is insufficient information to determine the reason for converting the cases to conventional surgery as no additional details were provided by the author. It is unknown if the events were related to the edward¿s devices, procedural complications or patient co-morbidities. Per presentation, carotid artery (ca) with sapien 3 valve was safe and effective. In addition, ca should be considered as first-line alternative approach for tavr. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
A multi-centre french registry review was presented at pcr london valve 2018, ¿transcarotid approach for tavr with the sapien 3 prosthesis: a multicentre french registry¿. The authors investigated the procedure characteristics 30-day safety and efficacy outcomes of patients who underwent tavi with sapien 3 valve by transcarotid approach between an inclusive period of 2014 through 2018. Per presentation, two patients were converted to conventional surgery.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA: 20-00141.